Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited non-capture. During lead revision, the rv lead perforated the heart. The rv lead was then repositioned and still remains in service. No additional adverse patient effects were reported.